Manufacturer narrative:
(B)(4). Concomitant medical products - unknown poly patella, natural knee tibial system #00630701210 lot# 63134809 and gender solutions female (gsf) femoral component nonporous #00541401602 lot # 62829615. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a poly exchange due to revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a washout and poly exchange due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.